Event description:
The customer reported that the insulin squirting out during manual prime process. Customer's blood glucose was 185 mg/dl. Troubleshooting was done. The insulin pump performed no squirting and customer changed out the reservoir. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.